Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor. The motor assembly was replaced to correct the condition.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 105. There was no patient involvement.